Manufacturer narrative:
Review of the device history record was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review identified two additional complaints for this lot number on file. One used burr was returned for evaluation. Visual inspection identified the outer adapter body was cracked at the base of the tube, likely causing the inner blade to rub against the outer causing the user to experience shedding. This damage is consistent with excessive lateral load during use. After the evaluation, a root cause determined that the results were user error. (B)(4).

Event description:
It was reported during an unknown surgical procedure that the device left shavings in the patients joint. The surgeon managed to remove the filings by using another shaver blade. The issue created a minimal surgical delay and the procedure was completed without issue.